Event description:
The patient reported uncomfortable stimulation in the middle of his back. The physician discovered that the leads have migrated. The patient later went to the ER with pain and swelling in his back. The patient's system was explanted due to infection (staphylococcus aureus).